Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported before. Taking into account above information, the reported issue was traced to the defective components (stirrer motor and patient pump 1), that were likely damaged due to environmental conditions, such as water infiltration, humidity, condensation or high temperatures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A livanova field service engeneer was dispatched to the customer site. The cp float was operating erratic, and also discovered that patient pump 1 and the stirrer motor were making excessive noise. Replaced the level pc and verified operation. Also removed the patient bridge to replace the stirrer motor, errosion kit, and patient pump 1. Verifed operation and returned unit to service. Based on the displayed errors, the issue was ascibable to one of the 5 pumps. Investigation confimed 2 pumps had an issue that triggered the error codes. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in st louis, missouri. The complete float assembly has been ordered and will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed three (3) error messages associated to a patient or cardioplegia pump that did not start / blocked, during maintenance activity. There was no patient involvement.